Event description:
Patient was having an excision of a neck cyst when the electrosurgical pencil (es pen) arced and flamed. Patient received a burn to the back of the neck. Es pen was not saved. On another case a es pen arced but no harm was caused as the dr. Tested if first. Es pen returned to maxxim for inspection, investigation.